Event description:
The patient was unable to give a bolus. Patient receives repeated occlusion alarms. Patient was able to hand prime the cartridge without difficulty. Patient primed and immediately received an occlusion alarm. Patient tried to bolus and received another alarm.